Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc1vr01-delsys] (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) when it was recaptured after the second attempt it was suspected that there were some challenges with the recapturing of the leadless ipg/ the tether of the delivery system. It was also noted that there was tissue on the delivery system when it was removed and the physician was unsure if it was valve tissue or cardiac tissue. The leadless ipg was attempted/ not used and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that resistance was felt when attempting to recapture the leadless ipg with the delivery system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: mc1vr01-delsys this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc1vr01-delsys] (serial: mcr782746s). D9: yes, return date: 13-sep-2024 h3: yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a de ployment issue with the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The device was able to be deployed with resistance, the device was able to be pulled by the tether to the recapture cone with resistance, the device was able to be fully recaptured in the device cup. There were no anomalies found with the tether of the delivery system. There was no tissue found during visual analysis of the delivery system. Product ID: mc1vr01 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.